Event description:
Emt's attended to a pt that had been down for approx. 20 minutes described as diaphoretic, pulseless and not breathing. The pt was connected to the automatic external defibrillator(AED) using diposable ECG/defibrillation electrodes. Reportedly the emt's experienced difficulty maintaining electrode adherence to the pt due diaphoresis, however, the pt was analyzed and the AED advised that no shock be delivered. CPR was initiated and shortly afterward a pulse was reportedly felt on the pt's neck. Reportedly, emt's observed an asystole like heart rhythm on the AED display but felt they should have seen a different rhythm based upon the earlier detected pulse. CPR and other resuscitation therapy was continued. The pt was transported and subsequently revived at the hospital.